Manufacturer narrative:
Device analysis: product analysis did not confirm a product malfunction as the most probable cause of the reported events. The product record review indicated reported events do not represent an unanticipated event, and that infection is included as a potential adverse event in the product labeling. The investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse event of urinary incontinence is included as a potential adverse event within product labeling. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications.

Event description:
It was reported that due to an urinary incontinence when coughing or moving heavy objects, the patient had his artificial urinary sphincter (aus) cuff explanted. The patient had visited his physician regarding these issues one month prior to this surgery. The patient got better after this surgery and is stable. No pads are needed for the incontinence after this surgery. The physician does not believe the device contributed to the urinary incontinence.

Event description:
It was reported that due to an urinary incontinence when coughing or moving heavy objects, the patient had his artificial urinary sphincter (aus) cuff explanted. The patient had visited his physician regarding these issues one month prior to this surgery. The patient got better after this surgery and is stable. No pads are needed for the incontinence after this surgery. The physician does not believe the device contributed to the urinary incontinence.